Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, race: unk. Date of event: unk. Implant date: unk. Device manufacture date : unk. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an micl implantable collamer lens, -10.5 diopter into the patient's eye. The surgeon reports "300% vault" and +2.00d hyperopic outcome. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5: additional information: reportedly the patient continues to improve and so the data is shifting. Claim#: (B)(4).